Event description:
It was reported that a pen ndl 32g 4mm pro 100 box ap had foreign matter before use. The following was reported by the initial reporter: "small black debris in cover".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/25/2021. H.6. Investigation: one sealed 32g x 4mm pen needle sample was returned from lot. No. 9352103, cat. No.320566. Visual examination was carried out on the returned sample and black marks were observed on the cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause was identified as material degradation due to incorrect moulding start up.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm pro 100 box ap had foreign matter before use. The following was reported by the initial reporter: "small black debris in cover".